Manufacturer narrative:
Device passed self test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple hardware low level failure error alarms during self test. The customer¿s blood glucose level was 194 mg/dl. The customer reported that they gave themselves a bolus and it felt that something was wrong so they opted to run a self test. The customer was able to clear the alarm but the error occurred multiple times. The insulin pump will be returned for analysis.